Event description:
It was reported that the physician decided to implant a mini vision stent in the ramus marginalis. Prior to deploying, the stent dislodged from the stent delivery system balloon. The physician compressed the stent to the wall of the ramus marginals with another balloon catheter. The stenosis was successfully treated with another mini vision.